Event description:
Reporting status: death. Reporting rationale: the patient had unstable angina, non-st elevation mi (nstemi), atrial fibrillation, and subsequently died. Device issue: no device malfunction has been reported. It was reported via a trial that in late 2008, the patient presented with unstable angina, a non-st elevation myocardial infarction (nstemi), atrial fibrillation. The patient subsequently died in early 2009. No autopsy was performed. The case of death was congestive heart failure. No additional event or patient information is available.

Manufacturer narrative:
Internal file number - (B)(4). Angina, arrhythmia, death, and myocardial infarction (mi), as noted in the IFU, are known adverse events associated with stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Additionally, angina, arrhythmia, death, myocardial infarction, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. There does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina and arrhythmia, which required hospitalization, are secondary effects of the mi, which resulted in death. A conclusive root cause cannot be determined. There does not appear to be an indication of a lot specific product quality deficiency.